Event description:
It was reported that during an operation the doctor could not get the green stylet with the blue tip to thread into the lead. The defective lead was replaced and sent back to the MFR.

Manufacturer narrative:
(B)(4).